Manufacturer narrative:
A bec field service engineer (fse) was dispatched and found the tubing from the ise side to the waste container was leaking back at fitting to sidewall. The fitting that connects to the waste container was partially blocked with waste material. The fse cleaned the opening and a tube clamp was installed on the fitting at the sidewall. The ise was primed and no further leaking was observed. Ise quality control (qc) and system performance was verified. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting an uncontained ionized selective electrode (ise) drain leak in the synchron cx5 pro clinical system. Approximately 10 mls of fluid has leaked under the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated.